Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation therefore no inspection of the product can be performed. The device history review cannot be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician put the dart of the suture into where it needed to be, all the way in where the dart was not sticking out in the proper form, and every time he would release it would pop off. They used a second device which got the job done but it popped off several times as well.